Event description:
It was reported that the screen has sections that are blank. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updates not required. D10: device available for evaluation: updated. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: correction: d4: model number: 3500.

Manufacturer narrative:
Device evaluation: we received one pump for investigation. Visual inspection performed and found top and bottom cases are in excellent condition. No visible contamination. There was nothing found in the event history log pertaining to the customer reported problem. Unable to download event history log. The reported problem was duplicated, the lcd display is not operating as intended. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue.